Event description:
A short has remained since the ins and extensions were implanted. The device was able to be programmed around the short and the short electrode was not used for programming. The company representative confirmed on (B)(6) 2013 that the programming clinician reported yesterday that the patient ¿now has 100% tremor control¿. The patient did not present with any side effects. The short was with the left lead, 0 and 2 together, which were not being used with programming.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v455827, product type: lead. Product ID: 3387s-40, lot# v663231, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).